Manufacturer narrative:
The returned device was evaluated and the pod was received with cannula not deployed. Pod download data revealed that it completed first priming little early and did not complete the second priming sequence to deploy needle. An 0x41 hazard alarm was also generated, indicating rotational sensor maximum summed error table. Rotational sensor data showed discontinuity in the open group of pulses, indicating rotational sensor malfunction which led to the early completion of first priming. During investigation,discontinued horizontal score marks were observed on the commutator cap, made by the chassis connected rotational sensor spring. This indicated a poor/no continuity between the commutator cap and rotational sensors, causing the rotational sensor malfunction generating hazard alarm. No damages or defects were observed on rotational sensor springs and commutator cap that would contribute to rotational sensor malfunction.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient activated a pod both the needle and the cannula did not deploy. The pod was not worn.